Event description:
The dentist reported that abutment screw fractured inside of implant.

Manufacturer narrative:
Visual inspection has confirmed the reported event. The abutment screw was fractured and had general signs of usage. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.